Manufacturer narrative:
The clarivein device was used to deliver 1% polidocanol to the small saphenous vein. The clarivein device was not available for investigation. There were no issues cited with device performance. Potential adverse effects that might be associated with the clarivein® device are similar to those associated with any interventional vascular procedure. The IFU provided with the clarivein device lists the potential adverse events that might be encountered during a peripheral vasculature infusion procedure as well as instructs the user to consult labeling of agents to be delivered prior to infusion.

Event description:
During a routine follow-up patient presents evidence of dvt after infusion of physician specified agent into the right small saphenous vein.